Manufacturer narrative:
H6- 3261 - multiple organ dysfunction syndrome. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to multiple system organ failure (mof). The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1, ¿introduction,¿ lists potential adverse events, including multiple types of organ failure/dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the device operated as expected. However, no further information was able to be provided regarding the details leading up to the multiorgan failure and subsequent death.